Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral regurgitation (mr) resulting in dyspnea appears to be due to the slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on 11/30/2021, a second mitraclip procedure was performed to stabilize the slda and treat mr with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2021, the patient returned to the hospital due to shortness of breath. Therefore, transesophageal echocardiography (tee) was performed. It was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.